Manufacturer narrative:
(B)(4). It has not been indicated the device will be returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a hip procedure, the tip of a screwdriver broke off in to the proximal body of the femoral stem. As a result, the distal and proximal bodies had to be removed from the patient. Another stem system was used to complete the procedure.